Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the device is working perfectly. Absolutely no issues.. User error.. Functioning completely fine and normal depletion of generator daily from higher amplitudes.

Manufacturer narrative:
B5 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back, repeated previously documented information, and added that the mdt rep has reprogrammed the ins 2 to 3 times since implantation, with the most recent reprogramming last (B)(6). Pt reported ongoing issues with stimulation since day 1. Pt already discussed the issue with the hcp yesterday and was advised to contact mdt. Pt noted some improvement in stimulation after reprogramming but commented that the ins trial provided greater relief. Agent redirected pt to the manufacturing rep for further assistance. Pt also commented that they have neuropathy. Pt called back on previously documented information. Agent repeatedly explained that implant battery depletion is more of an internal issue and redirected to the rep. Pt called back, repeated previously documented information, and added that the recharger takes 3 to 5 minutes to search for the implantable neurostimulator (ins) before charging can begin, and charging the ins takes over 2 hours. Pt stated that the paddle is placed over the skin during charging. Pt denied any recent falls, trauma near the ins location, significant weight gain, or weight loss. Agent educated pt that turning off stimulation while charging the ins will help charge the ins faster and provided instructions on how to turn stimulation on and off. Pt denied any visible damage to the recharger but noted discoloration on the white arrow at the end of the cord. Due to the prolonged duration of charging the ins, agent requested replacement of the recharger and instructed pt to call back if charging issues persist after recharger replacement. Pt commented being aware that fast depletion of the ins is an internal issue, even though the manufacturer representative (rep) informed pt that the ins battery should last more than a day. Pt is also considering replacement of the ins battery and mentioned that, after researching, surgery for replacement would be less painful compared to the initial implantation. Pt called back and confirmed they got the recharging paddle but still experiencing the same issues in charging the implant; taking 3-4 minutes to find the device, implant recharging was still slow, and when charged the implant battery depletes fast. Pt mentioned that the controller never worked properly unlike during the trial. Pt denied any physical damage on the external devices. Agent sent request to repair to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were not feeling any stimulation. Patient stated that they could feel the stimulation when using their trial stimulator, but not with the implanted one. Patient mentioned that they attempted to switch between different groups and adjusted the intensity but this did not help. They were advised by the medtronic (mdt) rep to use each group and its programs for five days each. Patient stated they have completed group b and are now running group a., they switched to group c with an intensity of 4.6 and increased it to 5¿7, but still did not feel any stimulation. However, they were able to feel the stimulation at an intensity of 8. Agent reviewed information. The patient also reported that their controller does not consistently charge their implant. Patient stated that the implant battery runs down in less than 24 hours and will not last beyond that; if they go 24 hours, the battery is dead. Patient note d that they recharged their implant last night, but the battery was only at 30%. Patient also stated that the battery does not last a full day and that they have to recharge their implant at least twice a day. The mdt rep informed the patient that the battery should last for a day. Patient stated that when they recharge their implant, it displays "finished" at 50%. Patient mentioned that after resetting the controller and starting over, the implant recharged and reached 60%, but then again displayed finished. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the recharger (rtm) pins. Patient confirmed that the controller turned on with steady green light. Patient also confirmed that the controller battery was 100% and the implant was 30% with recha rging excellent and the recharging speed was set to 4. Agent reviewed information and advised the patient to monitor the issue. The patient was redirected to their doctor (hcp) and local rep to further address their stimulation and programmed settings.